Manufacturer narrative:
Patient age or date of birth and weight are not available for reporting. Date of device migration is not known. UDI: (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a trochanteric femoral nail advanced (tfna) procedure of the left hip on (B)(6) 2017. During that initial procedure, the lag screw was statically locked. During a routine follow up visit on (B)(6) 2017 it was discovered the locking mechanism in the nail failed, causing the lag screw to slide backward and laterally, which caused the medial fracture fragment to slide laterally as well. There is currently no plan to revise the patient at this time, as the fracture is still in relatively good alignment. Concomitant devices reported: 5.0mm locking screw (04.005.530s, lot unknown, quantity 1). This report is for one (1) tfna screw. This is report 1 of 1 for (B)(4).